Event description:
It was reported that when using the bd pyxis¿ es server, all devices were freezing in the middle of transactions. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that station freeze in the middle of transactions. The technical support specialist (tss) verified that no issues were identified except for three anesthesia devices (or1, or2, and or3) that have not been restarted for the past 128 days. A reboot is recommended during off-peak hours by logging into the anesthesia application and navigating to maintenance and reboot. Authentication logs show no slowness, and users are authenticating quickly. The network speed for the device was previously set to ¿auto¿ and has been manually adjusted to 100 mbps / half duplex; this should not cause issues but will be verified. The tss informed the customer once the server reboot is completed and confirm with the customer that pyxis stations are functioning as intended. The system functioned as intended after the technical support specialist troubleshot the issue.